Event description:
Patient reported a right rupture and exchange of textured devices due to product concern. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, one opening assessed as unidentified (tear) and missing assessed as inconclusive. Shell thickness was within specification). Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure particle and crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right rupture and exchange of textured devices due to product concern. Device remains implanted.